Event description:
It was reported that a patient presented in-clinic with loss of capture noted on the patient's left ventricular (lv) lead. Examination with chest x-ray revealed lead dislodgement. The lead was explanted and replaced on (B)(6) 2023 and a replacement product was implanted. No patient consequences were reported.